Manufacturer narrative:
(B)(4). Batch # m53p27. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the stapler blocked and it was observed a firing failure, did it deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When stapler blocked and it was observed a firing failure, did it cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? With tr45w cartridge loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during bariatric surgery procedure, the stapler blocked; it was observed a firing failure. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.